Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath and pre-syncopal symptoms. It was reported that the right atrial (ra) lead had perforated an atrial appendage resulting in a significant pericardial effusion. The lead was revised by tying a purse string around the protruding helix and pushing in, resulting in an "umbilicated" ra lead. The ra lead remain in use. No further patient complications have been reported as a result of this event.